Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.